Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that flow rate was too high. And could not be confirmed. The cause of the reported issue could not be determined. Front housing and dso seal will be replaced. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number. The reporter phone number is (B)(6). B3: month and year are known, day is unknown.

Event description:
It was stated that the flow rate was too high. There was no reported patient involvement.